Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported via field clinical specialist, a patient is undergoing an aortic valve in valve procedure to treat symptomatic pvl of their pre-existing 26mm sapien 3 valve approximately 5 years and 4 months post tavr. As per medical record review, it was confirmed that the valve appeared to be functioning within normal limits but that a moderate pvl jet was observed and a viv procedure is scheduled.

Manufacturer narrative:
A duplicate case was found and reported in manufacture report number 2015691-2023-14128. The event will now reported under this case for consolidation. Updated: b1, b3, b4, b5, b7, g3, g6, h2, h6 clinical code & device code, and h10. Investigation is ongoing.

Event description:
Per review of medical records, the patient presented with paravalvular leak (pvl) and worsening shortness of breath. Baseline transesophageal echocardiogram (tee) showed severe pvl and aortic regurgitation at multiple places. Via right transfemoral approach, a 26mm non-edwards balloon was inflated to pre-dilate the transcatheter aortic valve replacement (tavr) valve followed by a valve-in-valve using a 26mm sapien 3 ultra. Post tee showed no paravalvular leak and a peak/mean gradient 9/6mmhg. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "central regurgitation" was confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "patient presented with paravalvular leak (pvl) and worsening shortness of breath. Baseline transesophageal echocardiogram (tee) showed severe pvl and aortic regurgitation at multiple place." Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The valve leaflet coaptation or closing will require blood flow back pressure. In this case, the blood flow back pressure could be decreased with the presence of paravalvular leak, which led to suboptimal leaflet coaptation resulting in central regurgitation as reported. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggst patient factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.